Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Patient had hip surgery 10 years ago. He had an MRI and bloodwork of which he has metallosis. He is disabled. Patient stated he was walking prior to surgery and now is a quadraplegic (broke his neck many years prior). Patient mentioned he became quadriplegic in 1988 from a fall he experienced off a horse. He stated he recovered a couple of years later but has not been the same. Patient is unsure which hip is causing the elevated cobalt ion levels. Patient's right hip was implanted on (B)(6) 2008 and has not been revised.